Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m380 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot m380 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit, smart card and photographs are still in process. A final report will be filed when the analysis is complete. Comp (B)(4), on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak on the drive tube and drive tube assembly after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The customer returned the kit, smart card and photographs for investigation.

Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for investigation. Review of the customer provided photographs verified the drive tube leak, as blood can be seen on the drive tube at the location of the tri-connector. A review of the data recorded on the returned smart card verified the treatment was completed after 1510 ml of whole blood had been processed. Evaluation of the returned kit verified the drive tube leak as there were signs of dried blood on the drive tube, between the lower drive tube and tri-connector. The drive tube was pressure tested to check for leaks and a leak was verified coming from the drive tube and tri-connector joint. A material trace of the drive tubes used to build lot m380 found one non-conformance. The non-conformance involved a leak identified at the drive tube and tri-connector joint during lot release testing for a different kit lot. The device history record (DHR) review for lot m380 did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause for the drive tube leak is most likely due to a gap between the tri-connector port and drive tube lumen; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). 24-jan-2025.